Event description:
The customer reported that the 9900 system had a communications error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was adjusted, the battery pack was replaced, and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.